Manufacturer narrative:
Getinge became aware of an issue with hled surgical light. The upper cover of the spring arm has fallen. We are not aware of any injury this has caused however we decided to report the issue based on the potential as detachment of any component may cause risk of contamination of sterile field. The affected part was replaced. During the investigation, it was concluded that the device involved did not meet the manufacturer¿s specification and it contributed to the event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse. Per the investigation of the subject matter experts at the manufacturing site, the incident is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manfuacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with hled surgical light. The upper cover of the spring arm has fallen. We are not aware of any injury this has caused however we decided to report the issue based on the potential as detachment of any component may cause risk of contamination of sterile field.